Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault) error message was confirmed during functional testing and archive data review. The root cause of fault code 27 error was due to a defective encoder gearbox, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in july 2015 and is over 6 years old, passed the expected service life of five years. The secondary reported complaint of the autopulse platform displayed ua45 (not at "home" position after power-on/restart) was confirmed during archive data review but not confirm during functional testing. The probable root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, unrelated to the reported complaint, observed cracked front and bottom enclosures and a bent battery lock. The probable cause for the physical damages was due to user mishandling such as a drop. The front and bottom enclosures and the battery lock needs to be replaced to remedy the damages. Archive data review showed occurrence of multiple ua27 and ua45 errors, thus confirming the reported complaint. In addition, and unrelated to the reported complaint, ua41 (patient temperature sensor failure) error. As a precautionary measure, the temperature sensor cabling needs to be replaced to address ua41 error. The autopulse platform failed initial functional testing due to the fault code 27 error message upon the first compression., thus confirming the reported complaint. The root cause of fault code 27 error was due to a defective encoder gearbox. To remedy this error, the encoder gearbox needs to be replaced. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault) and ua45 (not at "home" position after power-on/restart) error messages after a few compressions. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.